Manufacturer narrative:
The reported premature battery depletion was confirmed after performing longevity calculations. Based on device settings and usage, longevity was found to be below expected limits. No source of high current was found throughout testing. The battery was sent to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device exhibited premature battery depletion.